Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6 complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product/photographs provided confirmed the following: lot #6222403 damage to sterile blister and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. The root cause of the reported event can be attributed to transit damage and packaging design deficiency. The event is being addressed through the CAPA process. The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 51-104150/tprlc 133 t1 pps ho/ lot #3838103, item # 51-105140/ tprlc xr t1 pps/lot # 3595176. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00685. 0001825034 -2021 -00687.

Event description:
It was reported that the investigation of product at the distributorship, debris was found inside the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.